Event description:
The user facility reported that the internal drive link and drive bearings were worn and the device overheated during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.